Manufacturer narrative:
Expiration and implant date unknown (competitor device).device manufacture date unknown (competitor device). Zenith device is not manufactured by endologix.

Event description:
A patient with a previously implanted zenith endograft (date unknown) developed a distal type I endoleak. On (B)(6) 2011, the patient was treated with a limb extension model 20-13-88fl which corrected the endoleak.